Manufacturer narrative:
The investigation into the reported "purge system open" alarm¿ and purge sidearm leak was completed. The device was not returned for evaluation. The cause of the yellow luer damage was due to bicarbonate weakening the plastic of the yellow luer. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that after changing the purge cassette per hospital protocol. The automated impella controller (aic) displayed a "purge system open" alarm¿ and leaking around the yellow-to-yellow connection was noted. The purge cassette was changed again without resolution. The nurse denied use of alcohol or hemostats and reported that the impella 5.5's sidearm protector was in place and 3-point fixation was used. The purge cassette was changed a third time, and a very slow leak was still visible. The physician hoped to wean the patient from support to avoid emergent sidearm bypass or pump exchange. There were no reports of harm to the patient.